Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had flickering coming in on the image. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flickering in image and water leakage due to faulty cable unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.